Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information from a nurse in the USA of break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following information was reported. On an unreported date, the patient had break in aseptic technique further elaborated as patient made a mistake and had touch contamination and also did not wear a mask. On (B)(6) 2012, the patient was diagnosed and hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. The event was not related to baxter products. Additional information received from the nurse on (B)(6) 2012. The patient was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique described as the patient made a mistake and had touch contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.